Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and the manufacturer observed the unit passed final test during device evaluation.